Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were inserted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm diameter was 5.8 cm, and the aorta was severely calcified. The patient has a history of chronic obstructive pulmonary disease, transient ischemic attack, stroke, mild chronic renal insufficiency, hypertension, myocardial infarction, and sinus bradycardia. An operative report states that the initial angiography revealed an occluded right renal artery. A 24 french sheath was inserted into the right side. Insertion of the sheath was reported to be tight, but it went up smoothly. The bifurcated stent graft was inserted through the right side and deployed so that the short limb was on the patient's right and the long limb came down into the right common iliac artery. From the left side, the short limb of the bifurcated stent graft was cannulated, and a 16 mm diameter x 8.5 cm length iliac limb was deployed into the left common iliac artery. It was reported that both of the iliac limbs were short; therefore, two add'l iliac extender cuffs were implanted on one each side. Angiography demonstrated exclusion of the aneurysm with no visible endoleak. The physician stated that blood was noted to be welling up from the right groin area that appeared to be coming from outside the arterial lumen. Angiography of the right iliac artery demonstrated extravasation. The patient's blood pressure fell to approximately 50mm hg, and intravenous fluid and blood were administered to the patient. An add'l extender cuff was placed in an attempt to cover the leak. Surgical exploration of the groin incision area demonstreated that the right external iliac artery had split open. The tear was reported to be related to the size of the 24 french sheath that was used to deploy the bifurcated stent graft. The second right extender cuff was removed and an 8 mm hemashield graft was anastomosed to the remaining extender cuff and the common iliac artery. The other end of the graft was anastomosed to the femoral bifurcation. There was good flow to the right leg, and the foot appeared to be well perfused. The patient's blood pressure had stabilized after receiving four units of red blood cells. Final angiography demonstrated a patient right iliac anastomosis, no endoleak in the aneurysm, and a patient was left renal artery with good position of the top of the stent graft. The incisions were closed, and the patient was taken to the recovery room in normal sinus rhythm with normal blood pressure and urine output. After an hour in the recovery room, the patient was found to have decreased perfusion of the right foot and was returned to the operating room. The superficial femoral artery was found to be thrombosed. During the procedure, the patient went into systolic arrest with hypotension. Resuscitation efforts were unsuccessful, and the patient died. The autopsy report states that the patient died of an acute myocardial infarction with blockage of the proximal left main and proximal right coronary arteries. It was reported by the physician that there was no bleeding from the incision or repair sites. It is unknown if the device will be returned to medtronic ave.